Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set would not connect to the peripheral IV (intravenous) cap and would dislodge easily. This was further described as, the registered nurse hooked up the patient to ¿midnight IV abx¿ and upon connecting, the tubing became undone immediately. This was identified while in use on a patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.